Manufacturer narrative:
Date of event: only event year is known. Additional device product codes: ktw. Part: 245.160. Lot: 9420121. Manufacturing site: (B)(4). Release to warehouse date: march 31, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition could be confirmed as the images provided shows a broken plate. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that a patient¿s plate broke post-op. On (B)(6) 2020 the plate was implanted into the patient. After twelve (12) days the patient was at home and felt pain. The patient went to the emergency room and the broken plate was discovered. The plate was removed on (B)(6) 2020. Patient outcome was unknown. Concomitant devices reported: screws (part number unknown, lot unknown, quantity 7). This report involves one (1) 3.5mm reconstruction plate 6 holes/70mm. This is report 1 of 1 for (B)(4).